Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that the pt suffered an adverse reaction to the product. This type of adverse reaction is known and well documented in the product literature.

Event description:
During the operation to implant an endoprosthesis immediately after the insertion of cement, bp of the pt was suddenly down. The pt expired the following evening.